Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 590 (mg/dl). Customer changed infusion site and delivered a bolus to address bg level. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion set. Customer acknowledged.